Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The device is failing it's self test with the "remove & reinsert battery" prompt. There was no negative patient impact.